Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of eye irritation, nose irritation, respiratory tract irritation, dizziness, headache, nausea, vomiting and lung disease. The manufacturer was made aware of this complaint through a representative of the customer. Medical intervention was not specified. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service center, the device was visually inspected and found no evidence of foam degradation. During the evaluation, secondary findings were observed. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service center. There was no error code found. The third-party service center concludes that they couldn't confirm the customer's allegation and there was no visible foam degradation and unit corrected. The manufacturer is submitting a final report at this time. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed. Box h: evaluation method code, evaluation results code, component code grid and conclusion code grid has been updated.